Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2018 with the following findings: during investigation, the keypad was intact with no evidence of peeling or damage. All the keypad buttons were responsive to user input. The keypad was removed to find no evidence of contamination on the button contacts. The keypad issue was unable to be duplicated during investigation. Unrelated to the original complaint, the display was dim and discolored. Additionally, the battery compartment was cracked above the grip pad. The battery compartment had a leak with internal moisture damage.